Manufacturer narrative:
Correction made to f10/h6: component codes: g04034 added (not previously submitted). H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The devices were discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets had patient line caps fall off into the individual packaging. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.